Event description:
After a rmi, the pump was checked and the staff found out that the pump gave the following error: hardware error 11 (please note our sales rep was present during this check) the day after this rmi, patient went to the hospital where our product manager ((B)(6)) with support of (B)(6) restarted the pump. No adverse reaction on patient. (B)(4) additional information explained that the device was distributed with the old IFU. (B)(4).

Manufacturer narrative:
(B)(4).